Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.